Event description:
It was reported there was a check syringe plunger sensor error. No patient injury was reported.

Manufacturer narrative:
One pump received in good physical condition. Unable to duplicate reported problem. The check syringe plunger test and syringe plunger sensor test was performed which passed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 4 years old. Additional recall numbers: z-1136-2018, z-2734-2020 and z-2735-2020. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).